Event description:
Patient death follow up form responses were received from the physician. The actual date of death was reported, it was stated that the patient had some seizure reduction with vns therapy, the believed cause of death is sudep, and the believed relationship between the vns device and the cause of death is that they are not related. No additional relevant information has been received to date.

Event description:
It was reported that the patient had passed away. It was stated the patient was found face down with his arms flexed as if he had a seizure. The cause of death and/or relationship to vns was not given. It was stated that they believe the patient had a seizure. Further follow up has been done and no information regarding the patient's death has been received. It is unknown at this time whether the patient's devices have been explanted and are available for return. No additional relevant information has been received to date.